Event description:
Customer notified baxter corporate product surveillance of one interlink basic soln set in which a no flow was observed. The set was attached to a 600ml transfer pack from fenwal (product code unknown) and was delivering a stem cell product by gravity to a patient. It was reported that the nurses hung the bag and set but after 100ml of solution was delivered, the product stopped flowing at the point where the drip chamber meets the spike. The nurses attempted to squeeze the bag to get the solution to flow with no success. The customer then attempted to squeeze the drip chamber and a few drops came out of the drip chamber but then stopped. It was reported that the lumen was punctured and the spike was fully inserted with a firm push and a twist motion. The nurses removed the remaining solution from the bag using a syringe, removed the interlink set and manually administered the stem cell product directly into an access site on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the condition was not confirmed and the root cause was undetermined. Testing was limited to visual inspection which found no abnormalities or defects. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.